Event description:
The micro sagittal saw was sent for evaluation due to overheating and because it was running on its own during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was reported.

Manufacturer narrative:
The customer's complaint could not be confirmed as the device had no power. Corrosion was noted within the internal components of the device.